Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, photographs were provided by the customer for evaluation. The photographs showed an eye implanted with a lens and foreign material could be observed. Due to no product received and image quality, no further evaluation was performed. The complaint issue "foreign material- loose" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4: catalog: a complete number is unknown, as product serial number was not provided. Section d4: expiration date: unknown, as product serial number was not provided. Section d4: UDI number: unknown, as product serial number was not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of the preloaded monofocal intraocular lens (iol), a small piece of plastic was also introduced in the patient's eye. Since the material was plastic and could not be aspirated, removal was necessary using specialized forceps. Customer provided that as the device was a preloaded lens, they had only added balanced salt solution (bss) and viscoelastic prior to use. The iol remains implanted. No additional information was received.